Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The rep reported that the patient had no stimulation in the left back. The rep reported that multiple reprogramming was tried with no luck. The rep reported that the healthcare provider (hcp) planned a lead revision. The rep reported that the lead revision was scheduled for (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260 serial(B)(4) implanted: (B)(6)2017 product type lead product ID 977a260 serial(B)(4) implanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that patient had a lead revision on (B)(6)2017 and the leads were moved up during the revision. The rep reported that the patient had follow up on (B)(6)2017 and would know how the patient was doing at that time. The rep reported that the patient was receiving good stimulation after surgery. The rep reported that the cause for the stimulation not being in the right side of back was not able to be determined exactly, but the healthcare provider (hcp) moved up the lead to capture the area. The rep reported that the patient didn¿t report any falls, etc. That could have contributed to the issue. No further complications were reported.